Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an air bubble anomaly. The customer stated that they had called in about the issue multiple times. The customer¿s blood glucose level was 257 mg/dl. Troubleshooting was performed. The sized of the air bubbles was currently soda bubbles. The bubbles were in the reservoir. The product will not be returned for analysis.